Manufacturer narrative:
The impacted product was received by the failure analysis lab on may 24, 2022. The lot number was obtained with receipt of the device. The lot number is 268276. On may 27, 2022 mentor became aware that the contralateral prosthesis received was also deflated. The contralateral prosthesis is being reported under 1645337-2022-06849. The investigation of the returned device was completed by the failure analysis lab on june 5, 2022. Device evaluation summary: the product was returned to mentor for evaluation. The tubing, the connector, and the injection port were not received. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the anterior view measuring approximately 1.1 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who had a mentor smooth round spectrum 575cc saline prosthesis placed experienced spontaneous right sided deflation post procedure. The deflation was diagnosed in the physician¿s office. As a result, explant was performed on (B)(6) 2022.